Manufacturer narrative:
PMA/510(k) #: k163468. Device evaluation: the duodenal devices involved in this complaint was not returned to cirl for evaluation. With the information provided, a document based investigation will be complete. Complaint files (B)(4) (3001845648-2021-00078), (B)(4) (3001845648-2021-00079), (B)(4) (3001845648-2021-00080) and (B)(4) (3001845648-2021-00081) were opened as a result of this paper. This file (B)(4) (3001845648-2021-00078) was opened to investigate cholangitis. Documents review including IFU review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution evo duodenal devices are subjected to a visual inspection and functional checks to ensure device integrity. As the evo duodenal devices from unknown lot number, a review of the relevant manufacturing records cannot be conducted. As per medical advisor input - kuroki ¿ ¿acute cholangitis¿ ifu0053-10 review) "cholangitis will be updated to the next IFU." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed the patient¿s pre-existing condition. From the information provided it is known that the patient had gastroduodenal outlet obstruction. Summary: complaint is confirmed based on the customers testimony. As per medical advisor opinion patients required intervention/additional procedures. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: k163468. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kuroki et al 2018 (evo-d) ¿ ¿efficacy and safety of endoscopic duodenal stenting: a retrospective clinical study¿. Goo was caused by gastric cancer in 11 patients (28%), pancreatic cancer in 22 (56%), cholangiocarcinoma in 2 (5%), gall bladder cancer in 3 (8%), and colon cancer in 1 (3). Twelve stents (31%) were mainly located in stomach, 3 (8%) were in 1st part of duodenum, 12 (31%) were in 2nd part, 11 (28%) were in 3rd part, and 1 (3%) was more distal. The mean length of stenosis was 42 ± 22 mm. We used wallflex stent in 23 patients (59%), niti-s stent in 12 (31%), and evolution stent in 4 (10%). 2 acute cholangitis. 1 required starvation cure.